Event description:
Rptr's breast implants were removed in 11/92. There is black discoloration. Rptr was told by two physicians that they were contaminated and filled with fungus. Plastic surgeon was only able to remove approx 80% of the capsule around the implants. He said he didn't want to further jeopardize her health, which involved cutting too close to rptr's lungs. Rptr has severe joint pain, among many other medical problems since she had the implants put in (1/85). So now she's especially concerned knowing that she still has 20% of the capsule in her. Rptr is a member of an implant support group. Rptr and other members were assured by plastic surgeons at the time of surgery that implants were safe. They are trying to get them to replace their implants, since they know how bad they are and the problems they are causing.